Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05320. It was reported the pt did not recharge the ipg for 6 months. It was also reported the charger and programmer could no longer communicate with the ipg. As a result, the ipg was explanted and replaced. During surgical intervention, the doctor damaged the pt's paddle lead. The lead was explanted and replaced also. The replacement ipg resolved the pt's issues.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.